Event description:
Colostomy closure. Cs29 dlu delayed 30 seconds before going into firing range. Activating remote control, surgeon got device into inner firing range, and procedure was completed. Anastomosis was tested with syringe with air trans-anally, and saline in the abdomen. Approximately 5 days post-op patient developed severe leak with sepsis. Patient was reoperated, and received ileostomy.